Event description:
It was reported that the left ventricular (lv) lead dislodged a day after implant. A lead replacement was attempted; however, after the lv lead was removed, no access was able to be obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388t46 competitor implantable pacing lead (B)(6) 1997; 1571-65 competitor implantable tachy lead (B)(6) 1997; d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).